Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier (sn: (B)(6)) was received for evaluation. Visual inspection of the front panel ports revealed a bent pin and a missing guidepost from port 8, reproducing the reported symptom. The pin location was identified as 76 (magnetic channel sense -2). A missing sense line can cause catheter location data symptoms, such as no visualizations, reproducing he reported symptom. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to physical damage to a pin within port 8 connector.

Event description:
During pvc (pf) procedure, communication issues with the amplifier resulted in a procedural delay. The procedure was started in ensite x voxel mode, and the advisor hd grid x catheter was recognized, and the electric potentials were displayed, but the catheter was not displayed. When switching to navx mode, it was displayed, so a magnetic sensor issue was suspected. The cable was replaced, the catheter was replaced, and the ensite x was restarted with no resolution. Since it was connected to port 8 on the ensite x amplifier, the port was changed to port 7, and the catheter was displayed. The procedure was completed without replacing the ensite x amplifier and there were no adverse consequences to the patient.